Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at t5 and t11. On the same date, post-op, patient had pneumothorax. It is believed that before making incision, when surgeon placed spinal needles to count to the level, it might have caused the event. It is also believed that the event might have been caused due to anesthesia. A definite cause for the reported event is not known. No product related problems were reported. Patient had to get a chest tube due to this event; and now showed improvement. No follow up surgery was needed.